Manufacturer narrative:
The cori console rob10024 was not returned for evaluation, but the concomitant device, the real intelligence foot pedal, rob10026, sn(B)(6) was returned for evaluation. There were no visual or functional abnormalities identified. The case files were provided and the screenshot review confirmed that the user was unable to get past the checkpoint verification screen. The log files did not indicate there was anything wrong with the foot pedal. The reported ¿automatic collecting¿ by the system could not be confirmed, however a software issue for this event has been logged and is under further investigation by the software engineering team. Based off the preliminary investigation, a possible contributing factor could be an issue related to the touchscreen. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". A review of manufacturing records indicate the device and the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, when starting a cori-assisted surgery, the system kept automatically "collecting" data at every step. The system was doing this even when nobody was pressing the footpedal or any of the screens. Because of this, the system was not letting them advance past the checkpoint collection screen . They tried unplugging the footpedal, and rebooting the system. However, after all that, when they re-entered the case, the system prompted a "robotic disconnect time out" message. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed.